Event description:
The customer received a blood glucose reading of 294 mg/dl from his contour usb and a reading of 140 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer had to end the call due to a doctors appointment. No product will be returned at this time.